Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff of the device held pressure but found a leakage around it. The insertion site was noted low. Suggested to repositioned the tube and cuff pressure was checked. But the patient had a several episodes of desaturation with tachypnea requiring the administration of paralytics. As the leak persisted, the respiratory instability became persistent also. The patient urgently returned to operating room for a trach exchange using a size 8 non-mdt device with no indication of mispositioning. It was found that the patient should be initially intubated with a size 8 mdt trach tube for the correct fit.